Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer stated their blood glucose has declined to 43 mg/dl in the past. The customer stated they would treat their blood glucose with food. The customer also declined to troubleshoot for their low blood glucose. The customer's current blood glucose was 96 mg/dl. The customer also requested assistance with programming the insulin pump. The customer declined to return the insulin pump for analysis.